Event description:
Packaging issue: it was reported that there were many scratches on the package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The complaint indicated scratches on the package. The package was visually examined and damage was confirmed on the fmp lid. The damaged areas were dye tested per and no seal integrity defect was identified. The fmp material is flexible and had become stretched and thinned, but no breach of sterility occurred. The issue is cosmetic only. Due to the condition of the package, it is suspected that the cause of the damage is handling external to ees. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: were the scratches noted on the sales unit carton or the individual sterile product? Was sterility compromised as a result of the scratches? Are any pictures available? If yes, please send pictures to productcomplaint1@its.jnj.com.